Event description:
It was reported that syringe 3ml ll 200 s/c contained foreign matter. The following information was provided by the initial reporter: "material no.: 309657 batch no.: 0143009. It was reported that there is a liquid inside the syringe. Per snow record: pharmacist calling in regards to the concern with the syringes with material# 309657 lot# 0143009, stating that there is a fm liquid in the syringe, sample available: yes."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/4/2020. H.6. Investigation: four loose and three sealed packaged 3ml syringes were received, with packages confirmed to be from batch #0143009 (p/n 309657). The samples were visually evaluated. No liquid was found in any of the returned samples. The stoppers of all syringes were observed to have a uniform coating of silicone visible as a light sheen on their surface. No excess pooling was found in any samples. The amount of silicone observed was normal and expected amount for this product per product specification. No defects found in the returned samples. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 3ml ll 200 s/c contained foreign matter. The following information was provided by the initial reporter: material no.: 309657, batch no.: 0143009. It was reported that there is a liquid inside the syringe. Per snow record: pharmacist calling in regards to the concern with the syringes with material# 309657, lot# 0143009, stating that there is a fm liquid in the syringe, sample available: yes.